Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Functional testing with a mating broach confirmed the complaint. Handle will not lock. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Additional information was received stating that the tip of the depth gauge broke into two pieces. No delay, he chose a screw length. Handle is broken, it no longer locks onto a broach.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the locking mechanism on the straight handle is no longer working properly. The depth gauge broken while measuring for the screw. A second broach handle was available and another set was opened for a depth gauge. The case was completed successfully. Both instruments need to be replaced.